Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 (scope communication error) and e216 (scope communication error). The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers¿ allegation was confirmed. The device evaluation revealed that the distal end was dented, the adhesive of the bending section cover was cracked, the light guide had scratched and the scope connector showed signs of corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the error messages were displayed temporarily. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.